Manufacturer narrative:
Eval summary: the facility returned the device for service. During service the baxter repair technician noted an air in line printed circuit board being out of calibration. The technician recalibrated the air in line printed circuit board. The device passed all safety and functional testing. The device has been returned to the customer in operational condition.

Event description:
The facility returned the device for service. During service the baxter repair technician noted an air in line printed circuit board being out of calibration. No additional information is available.